Event description:
The patient, who have been implanted with an aculoc 2 plate construct, fell down and the plate broke. The plate and screws were explanted.

Manufacturer narrative:
Additional MDR's associated with this event: 3025141-2015-00108: plate 1, 3025141-2015-00109: plate 2, 3025141-2015-00110: screw 1, 3025141-2015-00111: screw 2, 3025141-2015-00113: screw 4, 3025141-2015-00114: screw 5, 3025141-2015-00115: screw 6, 3025141-2015-00116: screw 7, 3025141-2015-00117: screw 8, 3025141-2015-00118: screw 9, 3025141-2015-00119: screw 10.